Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer was having low blood glucose. Customer stated that her blood glucose reading was 49 mg/dl. Customer had juice and a granola bar. Customer has been experiencing low blood glucose just for today. Caller stated that the drive support cap appears normal. Customer was not admitted as an inpatient for medical treatment. Customer changes after taking a shower and remains disconnected during rewind and priming the tubing. Caller was advised to speak with a health care professional regarding the low blood glucose. Caller was advised to monitor the pump.